Event description:
It was reported that the patient presented to the emergency room due to dizziness and headaches. The pulse generator exhibited loss of output and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal battery depletion.